Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. External insulation abrasion was noted at 11.2-11.8 cm from the distal tip consistent with lead friction to another device or feature of the patient anatomy. The etfe coating was intact at this location. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.